Event description:
It was reported that the cot was difficult to disengage from the cot fastener causing the paramedic to receive an unspecified injury requiring medical intervention and time off from work.

Manufacturer narrative:
No further details of the alleged injury was available. A stryker raqa manager, visited the account and found that the safety hook was installed too close to the edge of the door sill. The placement of the safety hook allowed the wheels to slip from the back ledge when the cot came into contact with the hook. The issue was resolved for the customer by providing the customer the proper safety hook installation guidelines as shown in the product manual.

Event description:
It was reported that the cot was difficult to disengage from the cot fastener causing the paramedic to receive an unspecified injury requiring medical intervention and time off from work.